Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was not receiving effective therapy following an automobile accident. In turn, an impedance check was performed and it showed high impedance on multiple contacts. As a result, the patient's lead was explanted and replaced and therapy was restored post-op.